Event description:
It was reported that a patient experienced a break in aseptic technique further described as poor hygiene and hand washing during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The patient was hospitalized for an unrelated issue, but a day later was diagnosed with peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The treatment for the peritonitis included vancomycin (intraperitoneally (ip), 210mg, daily). The patient was treated with vancomycin for 15 days. The patient was retrained on proper aseptic technique. The patient was discharged from the hospital after being hospitalized for three days. The patient was reported to have recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.